Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure difficulty was encountered engaging the aquabeam scope to the aquabeam handpiece. As a result, the aquabeam handpiece was replaced with a new handpiece unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Device evaluation by manufacturer: the aquabeam handpiece was returned for investigation. Upon visual inspection, no visual defects or physical damages were observed in the returned handpiece. Functional testing on the returned handpiece was unable to confirmed the reported failure; a demo scope was able translated successfully into the handpiece and no resistance could be noticed. The scope was able to be successfuly engaged onto the handpiece. A review of the device history record (DHR) for aquabeam robotic system/serial number 20c00580 and the aquabeam console / lot number 20c00238 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup · hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. · an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause of the reported event was unable to be established as the investigation finding did not confirm the reported event.